Manufacturer narrative:
(B)(4). Concomitant medical products: oss reinforced yoke, catalog #: 150493, lot #: 534180, oss polyethylene locking pin, catalog #: 150478, lot #: 888150, oss tibial polyethylene bearing, catalog #: 150410, lot #: 572330, oss polyethylene tibial bushing, catalog #: 150476, lot #: 158950, oss polyethylene locking pin, catalog #: 150478, lot #: 503200, regenerex multi-hole acetabular cup, catalog #: pt-106062, lot #: 153470, low profile screw, catalog #: 103533, lot #: 323010, low profile screw, catalog #: 103532, lot #: 867290, oss modular femoral component, catalog #: 161012, lot #: 329720, oss femoral diaphysis, catalog #: 150462, lot #: 106770, oss modular proximal femoral component, catalog #: 150458, lot #: 369640, oss diaphyseal segment, catalog #: 150467, lot #: 466190, oss axle, catalog #: 161035, lot #: 204590, hiwall polyethylene liner, catalog #: ep-108525, lot #: 568260, magnum modular head, catalog #: s331140, lot #: 493600, oss polyethylene bushings, catalog #: 161034, lot #: 430130. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision on an unknown date for unknown reasons. The proximal tibial component has been requested for the revision. Attempts have been made and no further information has been provided.

Event description:
No further information required.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to the fact that the product remains implanted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event could not be provided as the device is still implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.